Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - drill. Visual examination of the returned product identified signs of repeated use (nicked/gouged), the flutes show damage and has shaft of the drill was found to be fractured. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
T was reported that during a knee surgery, a drill bit was being used for drilling holes in the tibia em cut block when the drill bit broke off at halfway point. It was noted that the patient had very tough bone. The surgery was not affected. There was no consequences or impact to the patient.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.